Event description:
Event description guidant received information that this transvenous defibrillation lead was removed due to dislodgement one week post implant. Initial implant on 5/14/01 lead had high dfts' and was difficult to place. Lead was replaced with a non guidant lead.